Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection was done and blood was noted on the coil. The interlocking arm was found detached and missing from the rest of the coil. The coil was returned stretched where the interlocking arm supposed to should be. Microscopic inspection of the delivery wire noted the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface and the interlocking arm had no anomalies noted. Delivery wire and coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used during procedure, in addition insufficient flush was performed during procedure. (B)(4).

Event description:
It was reported that intervention was required to remove the coil from the patient. An 8mmx40cm interlock¿-35 was used for a varicocele embolization procedure in the testicular vein. During procedure, it was noted that the coil did not detach when deployed out of the end of a non-bsc catheter, it felt like the coil was caught and would not pull back. A snare was used to retrieve the coil from the patient. The procedure was completed with a different device. No further patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that intervention was required to remove the coil from the patient. An 8mmx40cm interlock¿-35 was used for a varicocele embolization procedure in the testicular vein. During procedure, it was noted that the coil did not detach when deployed out of the end of a non-bsc catheter, it felt like the coil was caught and would not pull back. A snare was used to retrieve the coil from the patient. The procedure was completed with a different device. No further patient complications reported.